Manufacturer narrative:
One opened/used reservoir was inspected and pre-fill was performed and the reservoir failed per specifications. The transfer guard needle was occluded. It could not be confirmed if the customer received the transfer guard needle damaged due the reservoir being returned opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that she was unable to push insulin through the tubing using the plunger. The blood glucose at the time of the incident was 123 mg/dl. Troubleshooting was performed and the customer changed the infusion set first, but was able to prime until she changed the reservoir. The reservoir was returned for analysis.